Manufacturer narrative:
Ndi acknowledge the lateness of this report. (B)(4).

Event description:
Consumer complaint of low results. Control solution test in range. Caller states results was 44 mg/dl but results in memory show only 274, 178, and 156 mg/dl. Caller states normal readings 2 hours after eating are usually 140-170 mg/dl. No adverse event or medical intervention reported.